Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. It has been reported that readings were over 20.00% off. The reported glucose values also fall within the b, c zone of the parkes error grid. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No injury or medical intervention was reported.